Event description:
Event description guidant received information that this ventricular lead was surgically abandoned due to a fracture at the clavicle and second rib. The patient had no adverse effects from this. The pacemaker was explanted at the same procedure per the physician's discretion due to the high high thresholds and the device is nearing it's expected longevity.